Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the lead became stuck during explant (1627487-2022-00247). In turn, the physician cut the lead and left some of the lead implanted on (B)(6) 2022.